Manufacturer narrative:
There are no control radiographs to be able to evaluate the moderate marginal bone loss mentioned by the dr. Besides, the implant is free of bony debris typical of a correct osseointegration, which makes us think that there was no initial osseointegration or that there was a high resorption. It is decided to inform the client about what happened so that he understands the cause of implant loss.

Event description:
The client comments in the quality report that he has proceeded to the removal of the implant reference with the date (B)(6) 2018 (approximately six months after its placement - (B)(6) 2017). In the clinical evaluation the client comments that he detects mobility of the implant and that the instruments used in the surgical procedure have less than 12 uses, a manual placement of the implant has been performed using an insertion torque of 30 n-cm. In the patient's general information it is reported that she is a 57-year-old woman with a healthy profile, but her lifestyle is unknown. In addition, her gingival status is reported to be moderate inflammation, a type I bone and, she presents moderate alveolar ridge resorption.